Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, sensor enabled, advisor hd grid x mapping catheter was received for evaluation. A bend was noted 3.0¿ proximal to the distal tip. No other visual anomalies were noted. The device was returned for removal difficulty and deflection difficulty. The reported removal difficulty could not be confirmed. The catheter was inserted into a stock 8.5f introducer from current stock and withdrawn with no resistance noted. The reported event of a deflection issue was confirmed. The catheter no longer met specifications when deflected in d curve direction due to the bend in the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During premature ventricular contraction procedure, the mapping catheter became entrapped. When mapping it was attempted to navigate the mapping catheter through the aortic valve. The catheter entered the left ventricle however there was difficulty with the catheter manipulation and it was noted there was a loss of deflection in both d and f curves. It was attempted to remove the catheter from the sheath, but it got stuck at the hemostasis valve. After several attempts the catheter was removed and the tip was found to be deformed. The mapping catheter was replaced and the procedure was completed with no adverse patient consequences.